Manufacturer narrative:
Upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim #(B)(4).

Manufacturer narrative:
B5 - due to excessive vault the lens was exchanged for a shorter length lens. This resolved the problem. Cause was reported as device. D4 - primary unique device identifier (UDI) #: (B)(4). D6b - explanted date: (B)(6) 2024. H1 - type of reportable event: malfunction corrected to serious. H4 - device manufacture date: 03-nov-2022 corrected to 10-nov-2022. Claim #(B)(4).

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantatble collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens remains implanted. Cause of the event was reported as unkown.